Manufacturer narrative:
Concomitant medical products: 419588, lead, implanted: (B)(6) 2010, 4068-45, lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert and had undefined high pacing impedance and high threshold. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.